Manufacturer narrative:
H3:evaluation determined that the tool is broken. The likely cause of the failure is sustained contact of tool with metal object. It was also noted that stem is blackened on both sides of fracture site and fracture site is jagged and uneven medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr head broke off during drilling procedure. The burr head was located and removed immediately by surgeon. It was reported that the patient was alive - no injury and surgery got completed by using back up products with extended time of 30 minutes.upon followup it was confirmed that there was no patient impact.

Manufacturer narrative:
H3: product analysis:no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. H6: fdm updated to b21 fdr updated to c21 b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon followup it was confirmed that there was no patient impact.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr head broke off during drilling procedure. The burr head was located and removed immediately by surgeon. It was reported that the patient was alive - no injury and surgery got completed by using back up products with extended time of 30 minutes.